Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device delivered properly all bolus programmed during testing. Device received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was under-delivering. Customer's blood glucose at time of incident was 220 mg/dl. Customer's blood glucose level at time of call was 120 mg/dl and the customer had a bad infection. Customer had a blood glucose level of 420 mg/dl two weeks prior to the call. Customer reported that he forgot to fill the cannula after removing the introducer needle. Customer reported that he did not program another prime after reconnecting and disconnecting the infusion set, instead he did a prime into the air. Customer stated he did a displacement test and it did not pass. Customer refused to complete all troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.